Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2017 due to elevated blood glucose while using the infusion device. It was alleged that the infusion device was delivering an inaccurate amount of insulin. At the hospital, the patient was diagnosed with ketoacidosis. No details were provided regarding the type treatment the patient received or the blood glucose values obtained at the hospital. The infusion device was requested to be returned for product evaluation.